Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During the opening of the qsyte connector in the gastroenterology and pancreatic surgery department, black foreign matter was found adhering to the interior of the connector. The clinical instructor deemed it unsafe, discarded it, and proceeded to use another connector. The customer is requesting an explanation and response from us.

Event description:
No new information.

Manufacturer narrative:
The complaint of black specks on the q-syte connector was confirmed and the cause appeared to be manufacturing related. One photograph was provided for investigation, which showed a q-syte connector with what appeared to be discolored/burnt resin embedded within the molded bottom body component. No foreign matter was observed within the fluid path, and the discoloration appeared to be a cosmetic issue. The appropriate manufacturing personnel were notified of this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.